Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada #14. Details of surgery: implant surface not completely covered with bone, sinus augmentation and ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and previous bone augmentation. The device was sent to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding and fistula. No further patient complications were reported.